Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case badly broken and separated from bottom case also missing barrel clamp head. A review of the event history log (ehl) identified check clutch plunger lever. During the functional testing was unable to perform the occlusion test to verify the check clutch error due to missing barrel clamp head. Incorrect assembled of plunger cable by customer. The root cause of this issue was due to the customer's physical damage to multiple components and missing components. The plunger cable was found incorrectly installed by the customer. Replaced lead screw and clutch halves for preventive. Reassembled plunger cable. Performed preventative maintenance and all functional tests which passed.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump had damage to clutch and plunger rod. No patient involvement reported.